Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative hcg results. Results as follows: patient's urine sample was tested with icon 25 hcg and obtained a negative (-) result. Quantitative serum: 65 miu/ml (positive). Customer reports external controls are ran on every box of product. "C" on the patient's test was fine. Patient's sample was not saved and no product was available for return. Patient is fine and no treatment was given to the patient.